Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 50 mm diameter abdominal aortic aneurysm. The diameter of the aorta at renal artery was 26 mm and distally it was 30.6 mm in diameter. The length of the proximal aortic neck was 15 - 20 mm and it had 10 degree angulation. The vessel tortuosity and calcification were reported to be mild. It was reported that during the procedure the bifurcated stent graft was inadvertently deployed slightly higher than intended and the right renal artery was partially covered. This may have been due to not enough angulation of the c-arm. A renal stent was placed to keep the renal artery open. No additional clinical sequelae were reported and the patient is fine. Review of several still angio images at implant showed that the bifurcate was implanted partially covering (approximately 50%) of the ostium of the right renal artery. The left and right renal took-off at the same level. There was little left-right neck angulation. No stent graft issues were observed.

Manufacturer narrative:
(B)(4).